Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155444.

Event description:
Voluntary medwatch received states the patient's right atrial (ra) lead exhibited oversensing. No intervention or patient symptoms were reported.